Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor failed essential performance testing and displayed a service code 110 (overvoltage set). The cause of this was a shorted capacitor, an open and damaged brand name and on the ca board. The root cause of the damaged components cannot be positively identified. No adverse events occurred from the defective monitor. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the defective batteries.

Event description:
A us distributor reported that a patient's monitor will not power up and was experiencing a service code 110 (overvoltage set) and that there batteries were not holding a charge.